Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal announcement while using an infusion set and cartridge, with the infusion set deployed incorrectly and/or the connector not attached correctly, and with no device alerts or alarms displayed. Symptoms included elevated blood glucose reaching 320 mg/dl without loss of consciousness, dizziness, or other acute clinical effects. Outcomes included transient impact to blood glucose control without the need for professional medical intervention, back-up therapy, or ketone testing, and glucose subsequently decreased to 81 mg/dl. Investigation included guided troubleshooting and user education, inspection of the previous site, disconnecting and performing fill tubing, removal and replacement of the infusion set to a new location, and confirmation of insulin drops at the connector and resumption of insulin delivery. Investigation of this case revealed use error related to reinserting an infusion set after performing fill tubing, consistent with an incorrectly deployed infusion set or improperly attached connector that can impede insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error.